Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed a deformed helix entwined with tissue. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Furthermore, the lead passed the electrical continuity test indicating conductors were intact and stylet insertion test passed without issue indicating no blockage in the lumen.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.